Event description:
The customer observed a false non-reactive alinity I anti-hcv result for a patient sample. The following data was provided (<1.00 s/co is nonreactive): initial result = 0.08 s/co, repeat result on roche = positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformances or deviations associated with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non- reactive results were obtained, indicating that the lot generates the expected results. Clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels, which indicates the sensitivity performance of the complaint lot is not negatively affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent lot 58716be01, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8p06 has a similar product distributed in the us, list number 8p05.

Event description:
The customer observed a false non-reactive alinity I anti-hcv result for a patient sample. The following data was provided (<1.00 s/co is nonreactive): initial result = 0.08 s/co, repeat result on roche = positive. No impact to patient management was reported.